Event description:
It was reported by the customer's spouse, that the customer received a compromised force sensor system alarm. It was also mentioned that they are unable to exit the preparing to prime loop. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to moisture damage on force sensor. The insulin pump received with cracked reservoir tube lip, minor scratches on display window, cracked case near display window corners, and bleeding lcd glass noted.